Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to the patient suffering from an infection. No additional adverse patient effects were reported.